Event description:
Covidien received info stating that an 840 ventilator had an erratic display; (lower display had lines running through it and upper display was dim). The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the upper and lower liquid crystal display (lcd) panels. The unit passed all testing and operates within the mfg specs. (B)(4).